Event description:
It was reported that an unexpected reset occurred. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to an alternative method of insulin therapy.